Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the probe appeared to be clean. The lever was disengaged, as expected for a used probe. The sample notch was slightly retracted into the probe. The main probe assembly was pushed forward on the probe cover. The slider was in its initial position, indicating that the clutch wheel was engaging the internal gears, and that the probe was in sample acquisition mode. The gears were slightly out of alignment. The cannula driver was in its initial position. Functional/performance evaluation: an attempt was made to separate the sample notch and cutting cannula in order to further examine the sample notch with resistance. The sample notch was noted to be bent. Due to the bent sample notch, functional testing could not be performed with the probe. The probe cover plate was removed to inspect the internal components. The gears and toothed rack were noted to be intact. There were no other anomalies noted. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is confirmed for a bent sample notch. However, as a result of the sample notch condition, the probe could not be functionally tested, therefore the investigation is inconclusive for difficult to remove. During sample evaluation, the sample notch was noted to be bent. It is possible that the bent sample notch contributed to the reported difficult to remove. The IFU states under potential complications: "as per routine biopsy procedures, it may be necessary to cut tissue adhering to the biopsy probe while removing it from the breast." As it is unknown whether the degree of damage observed on the sample notch during laboratory testing was the same at the time of the event, the definitive root cause could not be determined. Labeling review: specific warnings, precautions and directions for use of the finesse® ultra biopsy probe are included in the current instructions for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a macro biopsy under echography guidance, the needle became stuck on the breast tissue. The radiologist managed, with difficulty, to remove the needle from the breast. There was no patient injury reported.